Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the care group alarms were not triggering. The device was in use monitoring patients. No adverse event was reported.